Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it was reported that movement of the delivery system by the operator during valve deployment caused the xt valve to land in a too ventricular position. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transapical tavr procedure, post deployment the 23mm sapien xt valve landed too ventricular and a second valve was implanted. The left ventricle (lv) apex was exposed and the 24f ascendra sheath inserted. Bav done with 20 x 4 cm balloon under rapid ventricular pacing (rvp) and fluoro guidance. Ascendra + with 23mm sapien xt valve was positioned 50:50 and deployed under rvp and fluoro guidance. The initial deployment was stable. However, towards the end of the deployment, the valve migrated towards the lv. The xt valve landed 20:80 aortic/ventricular (a/v) in the annulus. Although the patient remained stable, a decision was made to deploy a second valve. The second valve was positioned and deployed in a more aortic position (70:30 a/v). The position was considered to be good. The patient was stable throughout the procedure. The sheath was removed and the apex closed. After discussion with the physician, it appears that there was a movement of the delivery system during the deployment due to an operator error. This caused the valve to migrate towards the lv and land too low in the annulus.